Event description:
The customer reported via phone call that she had a new pump and programmed it last night. Customer's current blood glucose was 456 mg/dl. Customer had two high blood glucose readings that did not register on her meter. Customer stated that she has been really sick and the other pump worked fine until she hooked this one up. Customer was recently released and was really sick but she stated that her blood glucose was fine. Customer stated that she had to take a shot to treat. Customer will change the set and follow up in a few hours. Customer stated that she has treated for the third time today. Customer will try putting the pump on suspend and will wait to use it since she recently delivered a manual injection. Customer will change out the entire set. Customer also grabbed a new insulin vial just in case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.